Manufacturer narrative:
The product was not returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported during a left-sided accessory pathway ablation procedure, the patient developed a pericardial effusion which required emergent intervention. After placement of the initial catheters (hra, his, rv, and cs) the accessory pathway was localized to the distal coronary sinus region between the left atrium and left ventricle. The physician performed a transseptal puncture using the agillis sheath and a non-sjm transseptal needle under fluoroscopic guidance. A non-sjm ablation catheter was positioned along the left atrial-mitral valve ring and earliest timing was found using both intracardiac electrograms and ensite lat mapping. Ten 60 second radio-frequency lesions were applied to the earliest noted locations. Between various lesion applications, the patient's respiratory pattern was noted to be changing as observed on the ensite system's "respiratory meter". A pericardial effusion was noted and CPR was performed for approx 2 minutes while the staff set up and the physician performed the pericardiocentesis. The physician was unable to determine when the perforation occurred. The patient was taken from the ep lab to an operating room for monitoring but remained stable and did not require further intervention. The current status of the patient is listed as stable and improving.